Manufacturer narrative:
.

Event description:
An implant card was received indicating that a patient had undergone full system revision for battery depletion/unable to interrogate due to battery depletion and lead discontinuity. Lead impedance with the newly implanted system was noted to be normal at 1,668 ohms. A battery life calculation performed supported that the device is likely well beyond end of service. Follow up with the surgeon indicated that after replacing the pulse generator and connecting the new pulse generator he observed the lead impedance to be "extremely high" as measured by system diagnostics. Given that finding the surgeon elected to replace the lead and the lead impedance was then found to be normal. Attempts to obtain prior diagnostic data from the explanted device were not successful. The explanted devices are not available for return from the explanting hospital.

Manufacturer narrative:
Evaluation codes (refer to coding manual), corrected data: results code should have been entered as 3257 and conclusions code should have been entered as 67 in the initial MDR report.